Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump was shut down. The customer¿s blood glucose level was below 40 mg/dl. Customer¿s other blood glucose was 390 mg/dl and 55 mg/dl. The customer states that insulin pump showed blood glucose below 40mg/dl but when they tested it was 55 mg/dl. The insulin pump will not be returned for analysis.